Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. The lens has been discarded thus, a proper device analysis could not be completed. Additionally, it was stated by the customer that no damage was noted to the lens during preparation for use. It was also mentioned by the customer that they are using an emerald series injector and cartridge to implant lenses. CT lucia 602 is meant to be injected using zeiss r28 injector system and z cartridges. Based on the information provided the iol was used with another injector; thus, we are led to believe that the iol was loaded incorrectly resulting in the iol becoming scratched during injection. The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lenses that would have contributed to the nature of this complaint. Additionally, lenses are 100 % inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operation procedures and inspections and met all of the criteria for release. Scracthed optic issues are known to be caused by numerous factors including, but not limited to: loading strategy, lens placement technique, poor handling during folding and inserting, patient pathology. We have reviewed the information provided and at this time there is no indication of a product quality issue with respect to the manufacturing, design, or labeling of the device. It appears that the reported issue is linked to user error. However, the need to explant the lens is considered need for medical intervention in order to prevent and avoid permanent impairment or damage to a body structure

Event description:
It was reported that after the implantation of a CT lucia 602 it was noted that the lens had a scratch on it. The lens was explanted and another lens was implanted to successfully complete the procedure. No adverse patient effects or clinically significant delay in procedure reported. No additional information provided.